Event description:
The patient was implanted with herniamesh t-sling on (B)(6) 2011. Later the patient experienced bleeding, left thigh pain, burning discharge with odor, palpable tape in vaginal area, dyspareunia and less than 1 inch midline tape exposure on exam. Aleve and ibuprofen were prescribed on (B)(6) 2011. The mesh is partially removed and the mucosa revised on (B)(6) 2012.